Event description:
Patient receiving formula via quantum pump. Rate set at 13 cc/hr. Patient received 60 cc formula in 2 1/2 hour time frame. Flush screen noticed to be illuminated on pump when flush mechanism not intended to be in use. Paitent's required aspiration of formula from stomach.